Event description:
Level sensor returned to manufacturer due to failure to perform functionality. During a case, the level sensor did not stop the pump with protect flow activated, despite the volume level in the reservoir being below the sensor. There was no patient harm as a result of this malfunction.

Manufacturer narrative:
Investigation conducted upon return of device. Viisual inspection found crack at base of sensor housing. Further investigation found liquid ingress which, after testing, was confirmed to be causing inaccuracy from the sensor. There was no patient harm as a result of this malfunction.